Event description:
It was reported that stent dislodgement occurred. The patient presented with non-st elevation myocardial infarction. Vascular access was obtained via the left common femoral artery. The target lesion was located in the heavily calcified and very tortuous right coronary artery. Following pre-dilatation from the distal to proximal rca and within the previously implanted stent using a 2.75 x 20mm balloon, a 3.00 x 38mm synergy ii drug-eluting stent was advanced but failed to cross the lesion due to the calcification and tortuosity. The stent was pulled back into the guide catheter but was deformed and dislodged. The stent was held on by a wire within the aorta. It was successfully snared and the procedure was completed using a guide extension catheter and three non-boston scientific stents. No further patient complications were reported and the patient status was good.